Event description:
The facility representative reported a flogard infusion pump was "found blocked". Upon further investigation, the reported condition was confirmed as failure code 67. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "found blocked" was confirmed during device evaluation as failure code 67. The assignable cause was identified as a defective central processing unit (cpu) board. The device was swapped. Should relevant additional information become available, a follow-up MDR will be submitted.